Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and high blood glucose event. The customer¿s blood glucose was 81 mg/dl at the time of incident. Customer stated that the insulin pump up and act buttons were unresponsive. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer also mentioned a high blood glucose of 200 mg/dl to 600 mg/dl and treated with insulin pump. Customer declined high blood glucose troubleshooting. Customer also reported skin infection and irritation on the infusion set insertion site. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened dome switch on esc, act and up arrow button. The connector was inspected and locked on lcd board. No button error alarm during testing. Pump passed displacement test and self test.